Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose. Reportedly, the customer suspected the low bg levels were due to the carbohydrate ration settings programmed on the pump. The customer declined to provide additional information and consulted with healthcare provider regarding adjusting the carbohydrate ratio settings.